Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements had been in the 170 ohms range for the past year. Technical services (ts) discussed troubleshooting options. Defibrillation threshold testing was successfully completed. Continuing to monitor and observe. No additional adverse patient effects were reported. The lead remains in service.